Event description:
A patient reportedly had allergic reactions at the peripherally inserted central catheter (PICC) and at their central venous access during use of 3m¿ tegaderm¿ i.v. Transparent film dressing with border. Symptoms included vesicles, serous secretion, and infection on the venous line. The line was removed and replaced.

Manufacturer narrative:
The device has not been returned to solventum for analysis. Solventum is unable to determine root cause without the sample. Manufacturing records for the reported lot were reviewed as part of the investigation. A deviation was identified during the manufacturing process; however, it was assessed to be unrelated to the reported event based on its nature and scope. No issues were found that would impact product performance or contribute to the adverse event described. Instructions for use review: directions for application of the 3m tegaderm¿ i.v. Transparent dressing and securement device: prepare the skin according to institutional protocol. Ensure the skin is clean, residue-free, and dry. Remove the window containing the adhesive strips. Remove the liner from the dressing to expose the adhesive surface. Position and center the transparent portion of the dressing over the insertion site and apply. Align the slit to allow for passage of tubes or extensions. Remove the frame and smooth down the entire surface to ensure proper sealing. The sterile strips may be applied in the following ways: over the catheter hub to stabilize it. To secure catheter tubing and lumens. Use the identification label to document the date of application and the name of the person applying the dressing. Precautions included in the product packaging: hemostasis must be achieved prior to dressing application. Do not stretch or pull the dressing during application to avoid skin trauma caused by tension. Before applying the dressing, ensure the skin is clean, free of soap or cream residues, and completely dry to prevent skin irritation and ensure proper adhesion. In the event of any skin reaction or alteration, discontinue use and monitor. If signs/symptoms persist, consult a healthcare professional. In cases where the patient is under the care of a healthcare professional, follow their provided guidance. The dressing should only be used on infected sites under the supervision of a healthcare professional. Tegaderm¿ IV transparent dressing and securement devices must not be reprocessed or re-sterilized. Antimicrobial ointments containing polyethylene glycol may compromise the performance of the tegaderm¿ film. Solventum will continue to monitor.